Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed and was unresponsive. Customer was assisted with troubleshooting for button error and keypad anomaly. Customer's blood glucose level at the time of incident was unknown. Troubleshooting found that buttons were unresponsive and time on the screen was frozen. Frozen display troubleshooting was performed. Customer stated that they replaced batteries prior to call. Troubleshooting found that even after re-inserting new batteries, insulin pump alarm immediately and buttons remained unresponsive. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to flattened button dome switches. No unlock on j2 lcd keypad connector noted. No frozen screen noted. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify a alarm due to button keypad anomaly. The insulin pump passed idle current test. The insulin pump had minor scratched display window, cracked reservoir tube lip and missing end cap sticker.